Event description:
Event determined reportable based on analysis completed in 2008. It was reported that during a coronary angioplasty procedure, a shaft break occurred. The lesion was located in the left anterior descending (lad) coronary artery. Upon introduction into the pt, the proximal shaft of the 20 mm x 1.5 mm maverick2 monorail balloon catheter broke. The break occurred outside of the pt. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "stable". Returned product analysis revealed that the fracture occurred at a segment that would enter the pt.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Visual and microscopic examination found the device was received in two sections, as a result of a break that occurred in the hypotube located approx 18.3 cm distal to the strain relief. Microscopic examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. The distal section of the shaft was kinked at various locations along its length. An examination of the balloon found that the balloon had been inflated with a build up of solidified contrast media present inside the balloon and inflation lumen. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause for this complaint is determined to be operational context; the performance of the device was limited due to anatomical/procedure factors encountered during the procedure.